Event description:
This rv lead was implanted on (B)(6) 2017 and remains implanted at this time. A call was placed to technical services on 05/07/2018 stating that there was a periodic spikes in impedance with one greater than 3000 ohms. On 05/07/2018 and 06/11/2018 lead safety switch was present even minute ventilation (mv) sensor was off, still there was an episode showing noise when lead is in unipolar and no asystole noted greater than 2 seconds. The physician was dr. (B)(6) at (B)(6) center. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).